Manufacturer narrative:
Device not yet returned for analysis. Investigation in process but not yet complete.

Event description:
Surgeon reports via our sales rep that the inner part of the screwdriver broke. He further states that the surgery could be finished using an alternative device.